Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons. A new 4.5 cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.